Manufacturer narrative:
An event of the valve migrating after implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, a cause for the reported migration could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
(B)(6). It was reported that on (B)(6) 2023, a 27mm portico valve was selected for an implant in a patient with severe aortic stenosis. The sizing of the annular dimensions of the native valve was perimeter: 74.1mm, area: 411.8 mm sq, diameter 23.4 mm and there was sufficient calcium to allow anchoring of the device in the opinion of the user. The patient did not have a horizontal aorta. During the procedure, calcium distribution was symmetrical. Pre-dilatation of the native aortic valve was done with 22 mm balloon (non-abbott), after which physician attempted valve deployment. Despite 2 resheathing and deploying attempts, the 27 mm portico valve had non uniform expansion and did not open up completely, hence the valve was not fully deployed, it was resheathed and removed. A new 27 mm portico was instead fully deployed and implanted, which opened up well with an implant depth of 4mm. On (B)(6) 2023, it was reported that the valve migrated on echocardiogram. The patient did not have a hypertensive spike or pulmonary hypertensive episode at the time of migration. A valve in valve procedure was performed with another 27mm portico valve. The patient remains hemodynamically stable.